Manufacturer narrative:
The initial result was reported outside the laboratory. The doctor questioned the result and ordered a new sample be drawn with the result of <2.8 mmol/l. The original result was corrected by the laboratory technician to <2.8 mmol/l. The original sample was then sent to another laboratory for verification, and the result was <2.8 mmol/l. The field service representative did a precision test which turned out to be fine. Preventative maintenance was performed. The field service representative noticed that there had been some splashing on the cuvette cover. He was told the reagent probe was leaking. A definitive root cause could not be determined with the information provided. The calibration and quality control results prior to the event were fine, therefore a reagent issue is not likely.

Event description:
The customer alleged they received a questionable ethanol gen.2 result for one patient on their c311 analyzer. The patient's initial ethanol result was 27.6 mmol/l. The customer stated patient then got a result of <2.8 mmol/l from a repeat sample. The original sample was repeated and the result was <2.8 mmol/l. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ethanol reagent lot number was 68501501 and the expiration date was 12/31/2013.

Manufacturer narrative:
This event occurred in (B)(6).